Manufacturer narrative:
Batch review performed on 30 april 2021: lot 1811092: (B)(4) items manufactured and released on 2-apr-2019. Expiration date: 2024-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event: ball heads: cocr 01.25.021 cocr ball head 12/14 ø 32 size s -3.5 (k072857) lot. 1905318 batch review performed on 30 april 2021: lot 1905318: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
11 months after the primary surgery the patient had a 1.5cm too long leg, therefore the surgeon decided to remove the stem and to put a new one, trying to shorten the leg.